Manufacturer narrative:
Follow-up #1: date of submission 11/17/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: tdd history and basal history adds up correctly to the current basal setting programmed by the user. No eaw¿s in the alarm history indicating an interruption in delivery. Investigation notes: flow accuracy testing performed on the pump; test passed with no delivery defects found. Unable to confirm complaint of inaccurate delivery during this investigation. Note: bb and tdd data show the pump in use from (B)(6) 2015; 21:06 to (B)(6) 2015; 6:24. Basal segments programmed by the user (basal change history) were calculated and add up correctly to the tdd. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump didn't appear to be delivering insulin. The event was reviewed with the patient and found that the bolus recommendation was overridden by the user and the user had bolused without eating. The pump was reviewed and found that the pump settings were correctly programmed in the pump, the basal delivery had one inconsistency related to the user updating the basal settings on the pump, and the bolus totals matched the programmed boluses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.